Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. Return requested for suspect ext scu to r/a psu cable. Replacement cable shipped. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported a site's navigation system camera was cycling. Five minutes after booting into the spine software, the camera cycles and the instruments went unavailable. Fifteen minutes later, the reported behavior repeated. The site brought in a second navigation system for the procedure. This was discovered in preparation for a procedure and caused no delay. There was no patient present when this issue was identified.